Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the ventricular lead dislodged six weeks post implant and was repositioned. Subsequently the lead perforated the patient. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.